Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: "there was clear surgical residue on the lens surface." Should be removed from the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vicmo 12.6, -11.50 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and back-up lens implanted within the same surgery, on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.